Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient fell, went to ER complaining of painful hip, fx greater trochanter, subsided stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a rejuvenate modular stem was reported. The event was not confirmed. The device was not returned for evaluation. Insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the event could not be confirmed nor the root cause of the reported periprosthetic fracture determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, the investigation will be reopened.

Event description:
It was reported that patient fell, went to ER complaining of painful hip, fx greater trochanter, subsided stem.

Manufacturer narrative:
The parts were examined with the aid of a stereo microscope at magnifications up to 50x. Nothing remarkable was observed on any of the surfaces examined. The modular hip stem, neck and head were returned intact. The parts appeared in a condition consistent with the reported event. No material or manufacturing defects were observed on the surfaces examined. The event was confirmed by the provided revision surgery admission documents. However, the root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient fell, went to ER complaining of painful hip, fx greater trochanter, subsided stem.